Manufacturer narrative:
Device passed the displacement test and self test. Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. No unexpected missing segments or partial display anomalies noted. No unexpected time or clock anomalies noted. However, moisture damage at electronic assembly. Also, moisture damage on the keypad, motor and vibrator assembly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer blood glucose at the time of incident unknown. Troubleshoot was performed. The insulin pump did have moisture damage. The issue was not resolved. Insulin pump will be returning for analysis.